Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., d.9., g.1.

Event description:
Patient reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and white particles in device inner surface. Leak test and microscopic analysis was performed which identified one sharp opening and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve (fill channel) assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.